Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the waveform peaked out for several minutes for several hours. The augmentation pressure at that time was over 200 mmhg. As this issue appeared temporarily, the iab therapy was continued using this reported iab catheter. There were no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the waveform peaked out for several minutes for several hours. The augmentation pressure at that time was over 200 mmhg. As this issue appeared temporarily, the iab therapy was continued using this reported iab catheter. There were no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned non-maquet sheath. The sheath was covering the rear portion of the membrane. The extender tubing and pressure tubing were also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 73.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and no leaks were detected. The technician attempted to insert a 0.025¿ laboratory guidewire through the inner lumen and was found to be occluded with dry blood. Unable to clear the occlusion. A sensor output test was performed and was found to be within specification. The reported event cannot be confirmed by the evaluation. Although it was not possible to duplicate the clinical settings, kinks and/or an occluded inner lumen can cause difficulty in monitoring the waveform. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #: (B)(4).